Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable info becomes available.(B)(4).

Event description:
An optometrist reported that a pt who underwent lasik was diagnosed with stage two diffuse lamellar keratitis, one day post-op visit, with foreign body sensation and photosensitivity. The topical steroid drops were increased. This report will reference the pt's right eye. Additional info has been requested.